Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The 90% stenosed and de novo lesion was located in the moderately tortuous distal left circumflex (lcx) artery. The lesion was pre-dilated with the 2.50mm x 15mm nc quantum apex ptca dilatation catheter for two inflations, first to 12atms and second to 20atms. Another manufacturer¿s 2.5 x 23mm drug eluting stent (des) was implanted. Upon attempting to post-dilate the stent with the nc quantum apex ptca dilatation catheter at 30 atms, the catheter kinked and shaft broke. Some resistance was encountered upon withdrawal. The balloon catheter was removed without incident. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed blood and contrast throughout the distal lumen shaft and a bend in the hypotube approximately 53-1/2cm from distal tip. A shaft kink was also noted 22cm from distal tip. Microscopic examination of the balloon revealed that the inner lumen inside the balloon appeared kinked or stretched. No balloon damage was found. Examination of the material surrounding the kink did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. Vascular access was obtained through the femoral artery. The 90% stenosed and de novo lesion was located in the moderately tortuous distal left circumflex (lcx) artery. The lesion was pre-dilated with the 2.50mm x 15mm nc quantum apex ptca dilatation catheter for two inflations, first to 12atms and second to 20atms. Another manufacturer's 2.5 x 23mm drug eluting stent (des) was implanted. Upon attempting to post-dilate the stent with the nc quantum apex ptca dilatation catheter at 30 atms, the catheter kinked and shaft broke. Some resistance was encountered upon withdrawal. The balloon catheter was removed without incident. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).